Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of issues with one of surgical lights - powerled. As it was stated, there was a recess in cover of an ambient light and camera cable was defective. There was no injury reported, however, we decided to report the issue based on initial claim suggesting missing part of the cover and the potential as any particles falling off into sterile field or during procedure may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification due to faulty camera connection cable and it did not contribute to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never led to serious injury, nor death. The recess in cover of an ambient light is not a non-conformity, basing on part¿s technical drawing it fulfills design requirements, the claim was caused most likely due to lack of knowledge about construction of given part. The defect of the cable occurred most likely as an effect of normal wear of electrical part. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendations would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The issue is still being investigated by manufacturing site. H3 other text: device not returned to manufacturer.

Event description:
On 7th june, 2019 maquet sas became aware of an issue with one of surgical lights- powerled. As it was stated, there was a defective camera connection cable and particle was missing on the damaged ambient light cover. There was no injury reported however we decided to report the issue in abundance of caution as any particles falling off from the light head into sterile field or during procedure may be a source of contamination.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).